Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notifications occurred after the user filled two cartridges with 300 units of insulin during the load sequence. Customer reverted to using insulin pens for insulin therapy. Customer¿s blood glucose level was within 54-500 mg/dl.